Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, noise was observed on the atrial lead. The implantable cardioverter defibrillator was programmed to ddi and the patient would be monitored.